Manufacturer narrative:
On 10/11/2018, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: upon receipt by mentor, the device contained clear fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Additional information received on 10/11/2018 indicated the concomitant product was a saline mentor smooth round moderate profile 475cc, catalog number 3501680, lot number 5765375. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unspecified mentor saline breast implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with a saline mentor smooth round moderate profile 475cc breast implant on the left side and an unspecified mentor saline breast implant on the right side. The patient experienced bilateral deflation. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 550cc, serial number: (B)(4) (r) and serial number: (B)(4) (l) on (B)(6) 2018. This report is for the left breast implant.